Event description:
It was reported that the event involved a male, pt, while in the cardiac care unit. The md inserted the intra-aortic balloon (iab) through the teflon sheath via femoral arteria with no issues. The intra-aortic balloon pump (iabp) used had a power on failure problem, no image displayed on the screen and the forward board fan cannot rotate and with buzzer alarm. As a result, the pump was switched out. After inspection, checked all the lines and found no 5v voltage output. Power supply was suspected malfunction. The engineer pulled the machine back to the office for repair and changed the other normal working machine for hospital temporary use. No report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is, the pt is fine. Add'l info received from the distributor on (B)(4) 2011, stated the pump was not out of the box (oob). When the pump was switched out, the md changed out for another pump to continue treatment.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.